Event description:
A customer site in the united states alleged discrepant results were generated with the cobas ampliscreen hbv test. Specifically, the customer stated that four samples generated (B)(6) test results, for (B)(6), when tested with the cobas ampliscreen hbv test. The four samples tested (B)(6) with the cobas taqscreen mpx test as well as an unknown serology test. The (B)(6) results were released to the physician one medical device report per donation is being filed (MDR numbers 2243471-2012-00004 though -00007).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4): no failure detected and product performed within specification. No product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for p05203 was reviewed and the issue of discrepant results has not been observed. There have not been any manufacturing non-conformance reports for batch p05203. Retain testing of complaint batch p05203 was tested for this case and generated valid and acceptable results. No false (B)(6) results were observed. The customer provided the samples for further evaluation; however, there was insufficient volume to conduct any testing with the samples while using the cobas ampliscreen (B)(4) test. The sample was not available to be returned for further testing. The discrepant results observed may be due to: the cobas taqscreen mpx test has a limit of detection (lod) for (B)(6) as stated in the cobas taqscreen mpx test package insert. The lod of the cobas ampliscreen (B)(4) test with the standard sample preparation method is (B)(6) iu/ml according to the cobas ampliscreen (B)(4) test package insert. Thus if the samples contained a titer between (B)(6) a (B)(6) result may have been generated during cobas ampliscreen (B)(6) testing. Within the procedural limitations section of the cobas ampliscreen (B)(6) test package insert, it states that "though rare, mutations within the highly conserved regions of the viral genomes covered by the cobas ampliscreen (B)(6) test primers and/or probes may result in failure to detect a virus. (B)(4).